Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Fse discovered that the flexvision pc had failed when attempting to download the board software routine. Upon troubleshooting actions, fse identified that the flexvision pc was not starting due to the defect. The defective part was returned for analysis, and it was concluded that the cause of the flexvision pc failing was pci (peripheral connect interface). Fse replaced the flexvision pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc along with the hard disk and returned the system to use in good working order.